Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ICD stored noise and abnormal tachycardia's. Lead insulation was suspected, the lead was capped.